Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: the patient was presented with lumbar degenerative disc disease l4-5, l5-s1 and underwent translumbar interbody fusion l4-5, l5-s1, with application of inter-body devices at l4-5, l5-s1. Intraoperative neutral monitoring and fluoroscopic interpretation. Procedure description: the disc was removed at l5-s1 and subsequently a series of curettes was used to prepare the end plates. Inter-body device was then applied to the l5-s1 level along with rhbmp-2/acs and bone graft. Graft was advanced under fluoroscopy and once it was in satisfactory position, the insertion arm was removed. L4-5 facet joint on the left was identified and same procedure was done. An inter-body fusion device was applied to the l4-5 level. Rhbmp-2/acs along with local autogenous bone was placed within the disc space. Ap and lateral views showed good interspace placement at l4-5 and l5-s1 for screw placement at l4, l5,s1 on the right with rod and l4 screw and s1 on the left with rod. On (B)(6) 2007: patient underwent x-ray examination of lumbar spine due to pain in lower back and leg. Impression: status post surgical fusion of the l4 and l5 and s1 vertebra. No acute disease is seen in the lumbar spine or sacrum. On (B)(6) 2007: patient underwent revision surgery. On (B)(6) 2007: patient presented with preoperative diagnosis of hardware failure with migration of inter body device and underwent removal of inter body device, insertion of new inter body device, pedicle screw insertion, left l5, evaluation of fusion mass, posterolateral fusion, l4-s1 bilaterally, revision hardware bilaterally. Procedure description: set screw was removed from l4 and s1 and subsequently the rod was removed as well. Dissection was carried down to the inter body device at l4-5. Interbody device was removed without any complications. There was no evidence of inter body fusion or mass. Infuse and astrograft were placed into the posterolateral gutters on the left without complications. Dissection was carried out laterally with transverse processes and the sponge and astrograft were plated out laterally. Inter body device was then placed at the l4-5 level. Prior to this, infuse sponge and astrograft were placed anteriorly and within the inter body device fluoroscopy was used and visualized during insertion of the device to ensure good placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.